Manufacturer narrative:
Additional information: according to the information received from the field the recipient underwent a revision surgery due to a partial migration of the electrode out of cochlea. The electrode was re-inserted successfully. The device remains implanted and in use.

Event description:
Information was received by clinic support that a revision surgery took place in (B)(6) 2022 for this user. In (B)(6) 2022 a partial migration of 2 channels has been observed and a re-insertion surgery was performed in (B)(6) 2022.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Information was received by clinic support that a revision surgery took place in (B)(6) 2022 for this user. In (B)(6) 2022 a partial migration of 2 channels has been observed and a re-insertion surgery was performed in (B)(6) 2022.